Manufacturer narrative:
Per the initial reporter, it is unknown if the device will be returned. Occupation = non-healthcare professional. PMA/510(k) number = pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure involving a patient of unknown age and gender, a flexor raabe guiding sheath separated as it was being removed from the patient's femoral artery. Part of the device remained in the body and the patient was taken to surgery for removal of the retained device. There has been no report that the patient experienced any adverse effects due to this event. Additional information regarding event details and patient anatomy has been requested, but is not available at this time.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: reviews of the complaint history, device history record, quality control, specifications, drawing, instructions for use (IFU), and manufacturer¿s instructions of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawings, specifications, and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which states the device is ¿intended for introduction of balloons, closed and non-tapered end catheters or other diagnostic and interventional devices¿. Warnings include ¿before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage.¿ the IFU instructs the user not to attempt insertion or withdraw of the device if resistance is felt. It also instructs the user to withdraw the sheath and dilator as a unit. It is unknown what procedure was being performed at the time of the event, if resistance was encountered during the procedure, if the dilator was in place at the time of removal, or if the patient¿s anatomy was calcified or tortuous. Based on the information provided and no product returned, investigation has concluded a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.